Manufacturer narrative:
Date rec¿d by MFR : 30jun2019, date of report : 23jul2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen assembly to address the reported problem. The unit was fully tested after part replacement and is now ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13aug2019. Found during failure investigation, the resistance ratios were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. It is unknown if there was no patient involvement, but no one was harmed.